Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 2 and a half years post implantation due to psoas tendon pain. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00875706001 item name 60mm o.d. Size mm porous uncemented with cluster holes shell use with mm liners lot # 64148591 00625006540 item name bone screw selftapping 6.5 mm dia. 40 mm length lot # j6941293 g2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted